Event description:
Since waking up, the pt felt no stimulation. The pt increased the stimulation to 3.60, but still did not feel stimulation. There was no known accident or incident related to the event. The pt was at home and was encouraged to contact her healthcare professional (hcp). The pt later reported that she saw her hcp and had or would have surgery. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.